Event description:
The customer reported that one of the employees experienced "itching eyes and scratchy throat" from a "burnt smell." The employee did not seek medical attention or receive treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse did not find any oil mist coming from the unit.